Manufacturer narrative:
Device broke on an unknown date subsequent to implantation in (B)(6) 2018. Additional procode: hwc. UDI: (01)gtin unavailable, product made prior to gtin compliance date. Date of implantation is an unknown date in (B)(6) 2018. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Date of concomitant devices is same as date of implantation, an unknown date in (B)(6) 2018. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Code (B)(4) used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent revision surgery to remove a broken retrograde/antegrade femoral nail. The nail broke due to an accident. The extracted nail was replaced with a non-synthes device. The hardware was originally implanted on an unknown date in (B)(6) 2018 due to a femur fracture. Surgical outcome and patient status is unknown. Concomitant devices: 5.0mm titanium (ti) locking screw with t25 stardrive 34mm for intramedullary nails (part: 04.005.524, lot: l578232, quantity: 2) 5.0mm ti locking screw with t25 stardrive 44mm for intramedullary nails (part: 04.005.534, lot: 519452, quantity: 1). This report is for a 9mm titanium (ti) cannulated retrograde/antegrade femoral nail-ex/320mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: 5.0mm titanium (ti) locking screw with t25 stardrive 34mm for intramedullary nails (part: 04.005.524, lot: l578232, quantity: 2); 5.0mm ti locking screw with t25 stardrive 44mm for intramedullary nails (part: 04.005.534, lot: l519452, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Manufacturing location: monument , manufacturing date: 23-sep-2016 . Part number: 04.013.344, 9mm ti cann retro/antegrade femoral nail-ex/320mm, lot number: h196149 (non-sterile) . Lot quantity 6 . Non-conformance was initiated at op #20, gundrill. This was a planned nonconformance created to correct clerical errors that were created by the creation of jbs's. These clerical errors that were introduced with the new jbs¿s would not be relevant, in any way, to the reported complaint condition. Apart from the planned nr, work order traveler met all inspection acceptance criteria. Inspection sheet, inprocess / inspect dimensional / final met all inspection acceptance criteria. Packaging label log lppf was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component(s) reviewed: part number: 21012, tialnbri13.00, lot number: h055595 lot quantity: 2,636 lbs. Certified test report received from perryman company dated 18-feb-2016 was reviewed and determined to be conforming. Lot summary report dated 09-mar-2016 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition customer quality conducted an investigation of the returned device. Customer quality investigation: investigation flow: broken: device condition: visual inspection performed on the returned device at customer quality identified nail breakage at the proximal locking screw slot. The screws removed during the nail removal process were also returned. Other than the breakage, no new issues were identified on the device and the returned concomitant screws except for the worn threads which is consistent with removal process. The received device condition agree with the complaint description and the complaint was confirmed. Dimensional analysis and document/specification review: relevant drawings for the device were reviewed and no design issues were noted. 9 mm rafn nail: dimensional inspection performed on the nail at the broken section measured the diameter as 9.2 mm that falls within the specification of 9 mm to 9.2 mm. Device history record performed on the device lot number showed a planned ncr that was initiated to address the clerical errors identified at op #20, gundrill step. The noted nc is irrelevant to complaint condition. Furthermore, new jb¿s were introduced to correct the issue therefore no issues related to nc would have contributed to complaint condition. Apart from the ncr irrelevant to complaint condition, DHR review showed that the inspection sheet, in process / inspect dimensional / final met all inspection acceptance criteria. Packaging label log lppf was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Also, certified test report received from perryman company dated 18-feb-2016 was reviewed and determined to be conforming. Lot summary report dated 09-mar-2016 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Therefore, no manufacturing issues that would contribute to complaint condition were identified. Risk document review performed during the investigation process showed that the risk document for expert retrograde/antegrade femoral nail adequately addresses the given complaint condition while no definitive root cause could be determined, complaint description states that the event occured due to an accident. Therefore, any unintended excessive forces on the device would have contributed to this event. Conclusion: the overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.